Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to the first of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-01866 for the other associated device information. It was reported to boston scientific corporation that two captivator medium hexagonal snares were used in the colon during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, two snares failed to deliver current and were unable to cut the target polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.